Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After a non bsc guide wire crossed the target lesion, an unspecified balloon catheter was advanced for predilation. Then the 12mm x 3.00mm taxus element stent was advanced but was not able to cross the lesion due to severe calcification. The device was removed from the patient and it was found out that the distal stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.